Manufacturer narrative:
A ge service rep performed an on site investigation the mainframe pcb's were reseated and the controller battery was replaced. The rep took numerous shots to verify proper operation. The system found to be working as intended and put back into service.

Event description:
It was reported the system intermittently gave an ad channel fail error message. No pt injury was reported.